Event description:
It was reported that the customer passed away on (B)(6) 2025. The contact mentioned there was suspicion that alcohol and diabetic ketoacidosis (dka) might have been involved. No additional information was provided. A review of pump data will be performed, and the results will be submitted in a supplemental report.